Manufacturer narrative:
Physio-control further examined the removed system pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u28. Ic chip u28 should have had 5 volts of output; however, it would only get to 3.11 volts. This led to the device continually resetting/rebooting itself. During testing, proper operation was observed when u28 was replaced.

Event description:
The customer contacted physio-control to report that their device required service. No further details were provided at that time. Upon examination of the customer's device, physio observed that the unit would continually recycle power (on, off, on, off, etcetera) by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.